Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages her diabetes with a combination of oral medication (metformin and glipizide) and insulin (novolin and novolog). The power issue began approx two weeks ago. Although the pt had the power issue, the pt managed her diabetes with the usual oral medication and insulin. Three days later, the pt reportedly developed symptoms described as "body shaking." The pt denied receiving any medical intervention at the time of concern. During troubleshooting, the cca verified that there was product misused. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia three days after the power issue began. Replacement products were sent. To the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.